Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 31-jul-2019 with the following findings: during investigation, the insulin on board (iob) setting was set for 3 hours .it was noted on (B)(6)2019 in the bolus history 10 boluses were delivered between 9:21am and 9:41pm. All 10 boluses were delivered in less than 3 hour intervals suggesting user was entering 19mm with iob on board. 19 mmol/l was entered as actual bg in ez bg screen with no iob on board . Pump suggested a total bolus of 3.55u . Unable to duplicate the complaint pump is not suggesting bolus total. Using the user settings. Bg target of 6.5mmol/l and ifs of 1u : 3.5 u. The complaint regarding bolus totals not calculating bolus total for ez-bg. Was reported to occur on (B)(6)2019. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas alleging the patient experienced an elevated blood glucose of 19 mmol/l while on insulin pump therapy. The reporter did not report any other symptoms suggestive of hyperglycemia. This blood glucose level without additional qualifying symptoms does not meet animas¿ criteria for a reportable adverse event. Therefore, no adverse event is being reported in association with the alleged device malfunction. The reporter alleged the pump was not suggesting the amount of insulin needed to correct the patient¿s blood glucose level. Troubleshooting of the device completed by animas customer support revealed the basal delivery total sn the total daily dose amount matched the active basal program total and the basal history matched the active basal program settings. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.